Manufacturer narrative:
The returned closure top was evaluated. The visual inspection did not confirm thread damage. However, it revealed damage to the hex of the closure top. Some anodize was missing on the top thread, but there were no signs of thread damage on the closure top. The missing anodize is indicative of the friction that accompanies attempted assembly with the pedicle screw while they are cross-threaded. Functional tests were completed with a screw, driver, and sleeve. The closure top loosely mated with the driver, but was able to be threaded down the sleeve and tulip head. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Two non-conformances were found during the device history report but they are unrelated to the reported condition. The failure of hex damage could have been caused by the closure top cross threading and torque being applied at an angle or over-torquing the construct.

Event description:
It was reported that during a procedure two closure tops were stripped during the final torquing. The closure tops were removed and replaced with alternate closure tops to complete the case. There was a surgical delay longer than 30 minutes with no additional patient impacts reported. This is report one of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00375.

Event description:
It was reported that during a procedure two closure tops were stripped during the final torquing. The closure tops were removed and replaced with alternate closure tops to complete the case. There was a surgical delay longer than 30 minutes with no additional patient impacts reported. This is report one of two.